Event description:
Patient undergoing electrophysiology study and catheter ablation. Reportedly, during the procedure, the ablation catheter would not register a temperature and would not allow application of radiofrequency energy. A new catheter was then obtained and the procedure continued without incident. No reported patient harm.